Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an inappropriate shock. This device was reprogrammed to the maximum smart charge setting. Additional information was received that this device delivered additional inappropriate shocks. Device data was sent to rhythmcare for review. Rhythmcare subsequently recommended system replacement. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an inappropriate shock. This device was reprogrammed to the maximum smart charge setting. This system remains in service. No adverse patient effects were reported.